Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The authorized representative went on-site to evaluate and repair the suspect device by replacing the front panel display. The authorized representative reported the defective part will not be returned. Due to the part not being returned, no further evaluation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the display is intermittently dark or the light is very low. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.